Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Contact reported that touchscreen was frozen in the lock screen. Contact confirmed the pump was not in use for insulin therapy at the time of the issue as it is a demo pump.